Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damage. The customer's blood glucose was unknown at the time of incident. Troubleshooting was completed. Customer reported that the reservoir compartment was loose and unable to lock in place. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Replacement will be sent. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4).